Event description:
It was reported that the ventilator's printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Presence of liquid spill on the control and monitoring pc boards were found. According to received service report, replacement of control and monitoring pc boards solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Liquid on printed circuit boards may cause short-circuiting and may lead to stop of ventilation. The liquid spillage was caused by the user. A correction of fields # d1 brand name, # d4 version or model # was required. D1 - brand name - previous brand name: servo-s, corrected brand name: servo-s base unit, d4 - version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.